Manufacturer narrative:
The customer complaint of hole in the tubing and leaked was confirmed. Video provided by the customer observed leaking from a tubing rupture on the tubing kink resistant. The root cause of this failure was not identified as no product was returned.

Event description:
During a patient contrast procedure in the ICU, the tubing infusing with saline leaked. After inspection the rn noticed a hole in the tubing. It was confirmed during follow-up that there was no harm to the patient as a result of this event.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there is a hole in the tubing. During a patient contrast procedure in the ICU, the tubing infusing with saline leaked. After inspection the nurse noticed a hole in the tubing. There was no patient harm.